Manufacturer narrative:
Findings: no button error alarm noted. Unit had no button response due to flattened dome switch on down arrow button (creased). Unit had minor scratched display window, scratched case, broken battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 274 mg/dl. Button was not continuously pressed for 3 minutes or longer. Battery was replaced. Pump will be returned for analysis. No further details given.